Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 319.006, synthes lot # a4jy262, supplier lot # n/a, release to warehouse date: 11jun1999, manufactured by: synthes brandywine. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# a4jy262, qty# 1) was received at us customer quality (cq). Upon visual inspection at cq. It is observed that the protection sleeve component was missing from the assembly. It is also observed that the needle component of the device was broken off and was not returned. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure/ defect found? Yes. Dimensional inspection: no dimensional inspection was performed due to the post manufacturing damage of the device. Documentation/ specification review: the following drawing(s) was reviewed: depth gauge for 2.0/ 2.4mm screws: current and manufactured protection sleeve needle no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# a4jy262) as it is observed that the needle component was broken. No definitive root cause could be determined based on the provided information. It is likely that the device encountered unintended forces. Protection sleeve might have got misplaced during sterilization. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning of the instrument, the metal extension to the 2.0/2.4 depth gauge was broken off and the depth gauge can no longer be used. Patient consequence is unknown. No surgical delay. This complaint involves (1) device. This report is for (1) depth gauge for 2.0mm and 2.4mm screws . This report is 1 of 3 for (B)(4).